Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a drop in heart rate, and the right ventricular (rv) lead exhibited increased thresholds and pacing failure. A dislodgement was suspected, but during a revision procedure to correct the lead positioning, the lead was found to be fixed in place. However, the lead was repositioned in order to improve the thresholds, and the lead remains in use. No further patient complications have been reported as a result of this event.